Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of cracked front and back cases, and also found that the battery release was contaminated, that both bail covers were missing, the ring cover was broken, the battery contacts were compressed, both bails were missing, the battery drawer was broken, the keyboard was scratched and the battery flex corroded. (B)(4).

Event description:
It was reported that the external pulse generator had cracked front and back cases. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.